Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No stuck button was noted the insulin pump was received with minor scratches on the display window, a cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot. No crack on up button dome/keypad assembly was noted.

Event description:
The customer called and reported that a button on the insulin pump was getting stuck. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. The customer also stated there was a crack on the face of the insulin pump near the stuck button. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.